Event description:
On (B)(6) 2012, information was received that the patient was initially referred for generator revision due to product malfunction. High impedance was seen prior to surgery. The "loose connection to generator" was clarified to mean that the screw holding the lead became loose. With the new generator, impedance was ok. The operative report was also provided. Findings indicated that the screw holding lead into generator was not tight. A new generator was placed and device diagnostics were good. Lead impedance was ok. The device was set to previous settings. During surgery, an incision was made through the old scar. The device capsule was encountered using blunt dissection. The scar pocket was incised and the old generator was removed from the chest. While unscrewing the lead, it was apparent that the screw was not tight. A new generator was placed. The device was then interrogated and diagnostics were ok. The incision was then closed.

Event description:
A returned product form received on (B)(6) 2012 indicated that the generator had been explanted due to "loose connection to generator". The generator was explanted on (B)(6) 2012, reportedly due to end of service. Product analysis on the explanted generator was approved on (B)(6) 2012. The results indicated that the "end of service or low battery" allegation was not confirmed in the pa lab. During the analysis, there was no indication from the device that an end of service condition existed. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found. Attempts for additional information will be made.

Event description:
Programming history was reviewed on (B)(6) 2012. Two system diagnostics were successfully completed, the results of which indicated high impedance: dcdc=4. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Review of programming history date of event, corrected data: additional information was reviewed indicating that diagnostics on the patient's generator indicated high impedance on (B)(6) 2012. This report is being submitted to correct this information.